Event description:
It was reported via repair work order that the zoom drive was intermittent due to loose zoom handles and damaged load cell weldment. However, the unit would still be mobile in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.